Event description:
Type of procedure-other devices used-lesion information - diagnostic cath -lhb w/wo lv, ivus single vessel, interventional catheterization - single de stent, cath adj dx - peripheral ivus addl vessel. Level of disease-calcium etc[?].. Lesion in true ramus arising from the lm. 99% stenosis in ostial ri with timi2 flow concerning for plaque rupture. Patient harm - no harm detected. Device able to be returned? No. MDR report #: mw5117196 [initial reporter: (B)(6) (nurse)]. [Describe event or problem]. During interventional cardiac procedure, prowater wire used in an attempt to place stent. When the prowater wire was protracted, it was noted to have come back and the tip of the wire was seen embolized to the distal ramus. The stent remained partially in the lm. Given the nonobstructive lm disease, further maneuvers were felt to be unsafe. The decision was made to leave the ri as a ptca alone. Given the wire fragment was very distal, attempts to snare the fragment were felt to be high risk for causing ischemia and vessel injury. It is estimated that the retained fragment measures approximately 2.5 cm. No identified adverse outcomes to date. Patient discharged to home on (B)(6) 2023.